Manufacturer narrative:
(B)(4). Received information that the ventilator was not in use on a patient at the time of the event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator display is with haze. It is unknown if the event was during patient use. Additional information has been requested.

Manufacturer narrative:
(B)(4). Service engineer inspected the device and verified the malfunction. Se replaced the graphical user interface (gui) printed circuit board (pcb), backlight inverter pcb, top gui handle and gui latch assembly. The ventilator passed all the required testing.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.